Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and scarring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that skin irritation causing a rash, itching, broken skin and bleeding occurred from to the pod's adhesive; this resulted in a permanent scar around 2 inches after wearing a pod longer than 48 hours.